Manufacturer narrative:
The device was not evaluated due to samples were not returned for investigation. Investigation results: we have now concluded our investigation into this report of skin prep no sting wipes. It can be confirmed that each batch released to market undergoes full testing as outlined in the finished product specification, and must comply with all the requirements. The associated skin prep no sting wipe product information for use (IFU) leaflet states the following: secura no-sting barrier films is flammable: use in a well-ventilated area. Avoid using around flames and sources of ignition. Keep out of the reach of children. For external use only. Additionally, complaints of a similar nature will be closely monitored for any adverse trends and further action considered.

Event description:
It was reported that secure was used on the wound edge when using npwt system. Small wound leakages noticed and electrode switchpen used to stop bleeding. Vapor was lit on fire. No patient harm reported.